Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken engaging spring loaded implant mechanism does not lock.

Manufacturer narrative:
Corrections to all fields. Upon review of this report, it was determined this event is not MDR reportable and the MDR submission was made in error. Therefore, all fields are being corrected to negate the information previously reported in error.

Manufacturer narrative:
The returned handle was visually and functionally evaluated. The spring-loaded mechanism was found to no longer work so that the locking bar moved freely and did not stay in place. There was also damage to the device's handle consistent with high impaction forces, such as from a hammer. It is likely that the high impaction forces dislodged the internal plug and spring mechanism. A review of the manufacturing records did not identify any issues which would have contributed to this event.